Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the emergency room, the doctor complained that while he was inserting the swg through the introducer needle, he was unable to continue to advance the swg. As a result, he retracted the wire from the needle and at that time found the j-tip was bent. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.